Manufacturer narrative:
Testing and investigation found the device alarm for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the post anesthesia care unit with an unsigned note that stated, "broken not working." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no additional info was provided.